Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the reported difficulty appear to be related to challenging anatomical conditions. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H11 - additional mfg narrative: complaint investigation summary corrected to remove "to insert".

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic proglide instructions for use (eifu), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information provided, the reported difficulty to insert appear to be related to challenging anatomical conditions. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: b5 - describe event or problem: updated.

Event description:
Subsequent to the initial MDR report, a review of the reported information was was performed and noted a non-abbott device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device. Reportedly, there was severe calcification and the needles of the device did not penetrate the vessel wall sufficiently. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.